Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and did not see any crack on the screen. Unrelated to the reported failure, the fse tested the iabp unit and discovered that the batteries were not charged and would not recover. The fse then replaced the batteries and tested the unit factory specifications. The iabp unit passed all calibration, functional and safety tests performed. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the lcd display of the cardiosave intra-aortic balloon pump (iabp) was cracked. This was discovered before use on a patient. No adverse event was reported.